Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Device was implanted at time of event. Article title: interventional procedures for left ventricular assist device-associated complications author information: lanmueller, p., eulert-grehn, j.-j., unbehaun, a., klein, c., hommel, m., kofler, m., kempfert, j., hoermandinger, c., kaufmann, f., stawowy, p., dreysse, s., mulzer, j., mueller, m., falk, v., schoenrath, f., potapov, e., & just, I. A. (2022). Interventional procedures for left ventricular assist device-associated complications. Asaio journal, 68(11), 1332¿1338. Https://doi.org/10.1097/mat.0000000000001674 department of cardiothoracic and vascular surgery, german heart center berlin, berlin, germany; dzhk (german centre for cardiovascular research), partner site berlin, germany; department of internal medicine ¿ cardiology, german heart center berlin, berlin, germany; department of cardiac anesthesiology and intensive care medicine, german heart center berlin, berlin, germany; charité ¿ universitätsmedizin berlin, corporate member of freie universität berlin, humboldt-universität zu berlin and berlin institute of health, berlin, germany; and department of health sciences and technology, eth zürich, zürich, switzerland. Asaio journal 2022. Related MFR #s: 2916596-2023-07495, 2916596-2023-07496 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿interventional procedures for left ventricular assist device-associated complications¿ that heartmate 3 (hm3) may be associated with aortic regurgitation, arrhythmia, stroke, right heart failure and heart failure exacerbation, multisystem organ failure, bleeding, infection, pump thrombosis, outflow graft obstruction, and death. This retrospective study evaluated the outcomes of interventional treatment performed on patients with common valvular and outflow graft-related complications. Data was screened for 871 patients who were on left ventricular assist device (lvad) support between 01jan2016 and 01dec2020; of these patients, 76 had an interventional treatment. 17 patients underwent a transcatheter aortic valve replacement (tavr), and 61 patients underwent a stent implantation into their outflow graft (ofg) to treat stenosis. Of the 17 tavr patients, 9 patients were implanted with a hm3. Of the 61 ofg obstruction patients, 4 patients were implanted with a hm3. Ofg obstruction was diagnosed by log file analysis, echocardiography, and computerized tomography (CT) scan. One patient was noted to have had two separate tavr procedures to treat a trans-stent leak, and two patients were noted to have had both a tavr and an ofg intervention. Twenty patients were noted to have recurrent ofg obstruction, cumulating 83 interventions for 61 patients. All procedures utilized anticoagulation bridging therapy, including unfractionated heparin and direct thrombin inhibitors, depending on the peri-operative international normalized ratio (inr). The median length of the tavr patient group¿s hospital stay was 7.5 days, with prolonged intensive care unit (ICU) stay ranging from 11 to 28 days due to pneumonia requiring mechanical ventilation or advanced right heart failure (rhf) requiring inotropic support. Results showed that 77.8% of patients had no or mild heart failure symptoms following their tavr. Of the 7 patients that experienced peripheral edema, only 3 experienced edema post-tavr with less diuretic treatment. Two patients experienced minor vascular and access-related complications post-tavr: one patient requiring endovascular stenting of common femoral artery, and the other patients experienced an arteriovenous fistula. Two patients experienced a third-degree atrioventricular block. One patient experienced pump thrombosis which was treated with intravenous lysis therapy. Post-tavr rhf was seen in 3 patients; one patient with rhf passed away during their hospital stay. Another patient passed away due to sepsis of an unknown origin. Other complications for the tavr patient group included pacemaker implantation due to new conduction abnormalities and acute kidney injury requiring renal replacement therapy. The median length of the ofg obstruction patient group¿s hospital stay was 6 days. Complications were observed after 19 interventions. 9 patients experienced bleeding, including epistaxis in two patients which required local tamponade, a hematoma in the vascular access site in one patient which required surgical revision, and intracerebral bleeding secondary to hemorrhagic stroke in 6 patients. Of the 6 patients who experienced intracerebral bleeding, 5 passed away. Rhf occurred in 5 patients and consecutively led to the death of one patient. One patient was noted to have a dislocated ofg stent in their abdominal aorta. Two patients were noted to be admitted for prolonged cardiogenic shock. Despite immediate pump flow improvement, the consequences of prolonged end-organ ischemia, disseminated coagulation and coecum perforation, led to death for these two patients. A total of 8 patients passed away post-ofg intervention. 3 patients also passed away within 3 months after discharge, secondary to nonrelated pump thrombosis and graft dysfunction. A total of 11 patients underwent a heart transplant. Other complications for the ofg obstruction group included acute kidney injury, pneumonia, dermatitis, and delirium post-operatively.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of pump thrombus and outflow graft obstruction could not be confirmed based on the provided information. Additionally, a specific cause for these events could not be conclusively determined through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the hm 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump power and flow. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 5, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.